Event description:
The reporter stated that there was an alleged overinfusion of fentanyl/marcaine when this pump was being used on a patient. The reporter stated he did not know the settings that were programmed in or that were ordered for this patient. The reporter stated he was told that in five-hour period, from 7am-12noon, 57ml of medication went in when only 43ml should have infused. The reporter stated the entire set up and pump were switched out when this was found and the disposables were thrown away. The reporter stated he was told it was a 100ml cassette but did not know the type of tubing that was in line at the time of the occurrence. The reporter stated that there was no injury to the patient and no extra measures had to be done. It was reported that when the pump was brought down to the bio-med dept. The pump was tested on various rates, with a 100ml cassette attached filled with water and the water was infusing directly into a graduate cylinder and the reporter stated he had somewhat of a over delivery also, no specific numbers. The reporter stated they did not save that cassette either, all he has to return for evaluation is the pump itself. (As of the date of this report the pump has not been returned for evaluation).